Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, is not yet completed.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration reading was 1594ml, indicating the home patient (hp) drained 1594ml more than their programmed fill volume of 2300ml. This meets iipv criteria.